Event description:
The company was informed that the patient experienced csf leak from the tegmen tympani portion of the temporal bone. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.